Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient harm.

Manufacturer narrative:
Corrected data: b5, e3, h6(clinical and impact code). Updated data: b4, d4, g3, g6, h2, h10, h11.

Manufacturer narrative:
A getinge field service engineer (fse) was sent to investigate the issue. During inspection the fse found blood in the unit. To fix the issue the fse then replaced the pim module and performed a preventative maintenance and full calibration test. The unit passed all test and was returned to the customer for use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure.